Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required healthcare professional intervention at home by nurse who provided compote and banana as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures were not observed. Therefore, the issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required healthcare professional intervention at home by nurse who provided compote and banana as treatment. There was no report of death or permanent impairment associated with this event.